Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer was delivering bolus and insulin pump's screen went black. Customer removed battery and insert battery alarm was not displayed on screen. Customer stated that battery cap and compartment were neither damaged nor corroded. Customer inserted new battery and display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.